Manufacturer narrative:
Section d10: concomitant products: tibial stem ext. Screw cat# 204-70-00 / serial# (B)(6). Truliant tib imp ps insert sz 3 10mm (cat# 02-022-35-3010 / serial# (B)(6). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(6). Logic stem ext 14mm x 25mm (cat# 02-012-60-1425 / serial# (B)(6). Truliant tib fit tray cem sz 3f / 2t (cat# 02-022-45-3020 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six months post initial right tka, the 72 y/o male patient had an infected knee. Surgeon explanted all the implants and placed a antibiotic spacer. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Image received. Sales rep was unable to obtain x-rays. The devices will be return.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, h4, g4, h6. MDR section codes updated/corrected: b, c, d, e, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.